Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had clamp issues. The following was reported by the initial reporter with the following verbatim: ¿the alaris safety clamp, which is designed to prevent free flow of medication, failed to engage when the tubing was removed from the IV pump, which led to the patient receiving a bolus of IV insulin.¿